Manufacturer narrative:
(B)(4).

Event description:
Procedure: laproscopic nephrectomy. According to the reporter: during preparation for surgery, when air was inserted into the infflation bulb of the trocar by syringe, the balloon did not form properly. Gas leaked when the air was injected using the syringe. The trocar was replaced with a new one and the device formed successfully. There was no damage to the patient.

Manufacturer narrative:
(B)(4)